Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician via a company representative regarding a patient who underwent a lioresal trial (50 mcg dose given at trial; concentration 50 mcg/ml). The lot number was not known. The patient was an adult cp (cerebral palsy) patient. The trial was performed on (B)(6) 2015 and went "perfect" as the patient showed a positive response. The patient was scheduled to have a pump system implant in (B)(6) 2015. However, the patient started to exhibit "psych issues" 10 days following the trial procedure. It was further reported the patient was apparently having a schizophrenic crisis which the physician stated was out of character for the patient. The physician wanted to know if the issues could be related to the trial. The physician was holding off on performing the pump implant procedure due to the psych issues. Other medications the patient was taking were not reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.